Manufacturer narrative:
Investigation summary: it was reported when trying to press the plunger in it will become blocked and is very difficult to finish dispensing the saline from the syringe. To aid in the investigation, eighty-eight samples were received for evaluation by our quality team. The samples came in sealed packaging blisters. A visual inspection was performed and no defects or imperfections were observed. Thirty-two samples were randomly selected to test for sustaining force. All the tested samples were within specification, but two of the samples measured on the higher end. A device history record review was completed for provided material number 306546, lot number 0293985. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previously, silicone dispersion in the barrel in all lines producing 10mls were monitored once per day. In april 2021, monitoring was increased to once per shift. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. It is possible the customer may notice more force than normal is required to expel the solution on products that are on the higher end of specification. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause. Based on the samples tested and having two sample towards the high specification; it is possible that the customer is noticing the additional force required to push the plunger rod down, during the previous months we started monitoring one per day the silicone dispersion in the barrel in all the lines producing 10mls; from this month we increased the monitoring to one per shift.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 0293985. When trying to press the plunger in it will become "blocked" and it is very difficult to finish dispensing the saline from the syringe. Was anyone hurt? No. Product: posiflush normal saline syringe 10 ml.